Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release site connector while sleeping. The patient's blood glucose level was reported to be 134 mg/dl. The site location was at patient's right abdomen and the pump was located on the right side in relation to the site. The infusion had been in use for eight and a half hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.